Event description:
Same case as MDR ID 2134265-2013-03521, 2134265-2013-03522. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the atlantis sr pro imaging catheter. While using the ilab imaging system, the physician was not able to perform an automatic pullback. The physician completed the procedure using manual pullback with the same catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by the manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).